Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the manufacturer arjohuntleigh, a branch of arjo (B)(4). This is the first recorded event against several thousand released accessories in the market place. The alleged failure could only be replicated by the manufacturer when the strap and handle was being pulled at an almost horizontal angle which would be inconsistent with the normal use of the lifting pole. The strap and handle is retained by two pegs in the lifting pile which protrude approximately one inch above the surface of the lifting pole (the correct fitting of the strap and handle is shown in the instructions for use (746-439-3)). In order for the strap and handle to come off the lifting pole, the loop of the strap would have to rise up and over the front peg which would be highly unlikely while under load. The correct was of affixing the strap and handle to the lifting pole (i.e. Between two pegs) has been used for years on various models of the lifting pole accessory for various beds. It is the manufacturer's conclusion that the strap was not correctly located before the patient commenced with the transfer.

Event description:
It was reported to an arjohuntleigh service tech that the patient, a double leg amputee, was using the lifting pole to transfer himself from his wheelchair to the bed. When he put weight on the strap, it allegedly slipped over the retaining pins at the top, and came off the pole. The patient would have landed on the floor had his wheelchair not been next to the bed, but instead landed in the chair. The patient claims they suffered no injuries.